Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, undersensing was observed on the device. No intervention was performed; the patient was stable and will continue to be monitored.

Manufacturer narrative:
Analysis of the device did not identify any malfunctions. The device was received in normal working condition. Sensitivity tests were performed at various settings and the device was able to sense appropriately within the product specification. The header feedthrough pins showed no foreign material or contamination. Electrical, mechanical and environmental stress tests performed noted normal device functionality.